Manufacturer narrative:
A manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. No additional complaint has been previously reported for this lot number. Investigation summary: the stent graft delivery system was returned for evaluation. Based on evaluation of the sample the reported fracture of the outer sheath and the failure to deploy the stent graft could be confirmed. The stent graft was found to be partially deployed. The outer sheath of the delivery system was found to be elongated and fractured near the catheter reinforcement. The condition of the delivery system indicates that increased deployment force encountered during the attempt to deploy the stent graft. Potential factors which may have caused or contributed to the reported event have been considered. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states that "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." The IFU states: "the use of an appropriately sized introducer sheath is recommended." The reported application to treat a perforated pulmonary artery represents an off label use of the device. Based on the IFU supplied with this product the fluency® plus endovascular stent graft is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients (...) And for the treatment of stenosis in the venous outflow of hemodialysis patients (...). Clinical investigations regarding the safety and effectiveness of the device have been limited to implants placed within av grafts/fistula located in the upper extremities. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a right heart cardiac catheterization and swan-ganz catheterization, the pulmonary artery was perforated by a .025 j-wire. Due to excessive bleeding of the pulmonary artery, the patient coded. A stent graft was prepped and advanced to the pulmonary artery; however, the proximal end of the delivery system broke during positioning of the device and the stent graft subsequently failed to deploy. No other attempt was made to deploy another stent graft. The patient expired in the cardiac cath lab during the procedure.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a right heart cardiac catheterization and swan-ganz catheterization, the pulmonary artery was perforated by a .025 j-wire. Due to excessive bleeding of the pulmonary artery, the patient coded. A stent graft was prepped and advanced to the pulmonary artery; however, the proximal end of the delivery system broke during positioning of the device and the stent graft subsequently failed to deploy. No other attempt was made to deploy another stent graft. The patient expired in the cardiac cath lab during the procedure.